Event description:
It was reported to boston scientific corporation that a rx needle knife was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the needle did not fully extend and retract. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the needle was extended 2 mm out of the catheter tip upon receipt. The working length of the device was found to be twisted and the device was bent adjacent to the handle body. Functional evaluation was performed by extending and then retracting the cut wire. The needle extension out of the distal end was measured and found to meet specification. The wire failed to fully retract due to the bend in the device. Review and analysis of all available information indicated the most probable root cause for this event was undeterminable, as it is unknown when and where the problem was first noticed and multiple factors can contribute to this issue such as customer handling during unpacking/prep and procedural factors. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a rx needle knife was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the needle did not fully extend and retract. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.